Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer. Customer was advised to charge pump when within range so it could restart, was informed that malfunction alarm could clear after charging, was recommended to update pump software, and planned to call back if further help was needed.